Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented in clinic for follow-up. Upon device interrogation, electrograms revealed noise on both atrial and ventricular lead. Noise could not be reproduced with movements in the clinic. The patient's condition was stable and was asymptomatic to noise. The physician elected to take no action at this time and would monitor the patient with regular follow-ups.